Event description:
It was reported that the ilet user¿s pump displayed a ¿change insulin¿ alarm after a supply change, and the agent identified incomplete steps during the infusion set and cartridge change; the user was guided through the correct procedure and the alarm cleared, which is consistent with a use-of-device problem. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and indicated the issue was attributable to user handling during the supply change. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.